Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: note that only the broken screw head has been returned as the other part still remains implanted. Some close ups (done by the microscope) clearly show that the screw shaft got bent before breaking. This indicates that high mechanical force was applied and finally lead to this screw breakage. The broken surface shows the structures of a typical ductile overload breakage as well. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by to high mechanical force which was applied. If any further information is provided, the investigation report will be updated.

Event description:
It was reported: after fixation of the distal screw, the screw was broke . It seemed that the plate had some deflection when it was put in without tapping in a patient with good bone quality. It broke from the bottom of the screw head 5 mm, just over the contralateral cortex. Continued as is because there is no rescue equipment.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported: after fixation of the distal screw, the screw was broke . It seemed that the plate had some deflection when it was put in without tapping in a patient with good bone quality. It broke from the bottom of the screw head 5 mm, just over the contralateral cortex. Continued as is because there is no rescue equipment.